Manufacturer narrative:
The device has not been returned for complaint evaluation as it was disposed of by the facility. Based on similar failures and lab testing conducted due to those failures the immediate cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user is the primary contributing factor to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions.

Event description:
Per the information provided, the needle separated from the microtip during a shoulder procedure. The doctor removed the needle from the patient without incident. The microtip was thrown out by the facility. There was no harm, injury or complication to the patient caused by the failure.